Event description:
An ipp device was implanted on 4/25/90. The pump was revised on 3/15/95. The entire device was removed from the pt on 1/15/97 due to a pump malfunction. Another device was implanted. Add'l lot/serial #8137k 007, 8015t 008.